Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient came in for post operation reprogramming to improve pain relief to be more consistent with relief sustained during trials. Flouro photos were taken and showed lead migration, therefore the patient was reprogrammed. During programming oor was encountered and therefore pulse width was increased and an additional bipole was added to the contralateral side. The rep was able to complete reprogramming and the issue was resolved. The rep stated that the patient would keep them posted on recharge intervals. No further complications were reported or anticipated.